Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 years since the subject device was manufactured. During the device inspection, the customer's complaint regarding the power switch is damaged and the internal metal part is exposed was confirmed. Based on the results of the investigation, presumed cause was localized to a damaged power switch and exposed internal metal. However, the cause of failure could not be determined.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 07-mar-2024.

Event description:
It was reported the maintenance unit switch cap had poor appearance and needs a replacement power switch. The silicone housing had come off. The issue occurred during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the maintenance unit exhibited the power switch at front was damaged with exposed internal components and its protective cover was broken off and plastic cap was torn off. There were no reports of patient involvement.